Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 97 mg/dl, he was working outside and blood glucose rose to 177 mg/dl; she removed the reservoir and insulin would not to push through. Customer stated that he is having issues with insulin spoiling in the heat. Customer stated that the next day he had the same issue and blood glucose went up to 320 mg/dl; he treated with manual injection. Customer reported the no delivery was resolved by a complete infusion set and reservoir change.